Manufacturer narrative:
On 12/5/2019, a manufacturing record evaluation (mre) was performed for the finished device number 6558914, and no non-conformance's related to the reported complaint were identified. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant site calcification. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 450cc and experienced rupture on the left breast implant and right breast implant dystrophic calcifications. The right breast implant was intact. Right side had breast lumps. Both breasts had heterogeneous fibroglandular tissue. As a result, the patient had undergone removal of the breast implants on (B)(6) 2019. The patient had undergone also removal of dystrophic calcification from the right breast. The replacement implants were 560cc high profile extra smooth round gel mentor implants. This medwatch is for the right breast implant.